Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) main printed circuit board (pcb) and multiple internal components were contaminated. It was also indicated that the output connectors and hanger were broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.